Event description:
My primary care doctor allowed a licensed radiologist, (B)(6), md at the (B)(6). Permission to implant a hologics biozorb clip designed to locate a site for a later radiation procedure, my permission was not requested nor obtained for this procedure, which was not performed by dr. (B)(6) but a nurse named "(B)(6)" working at the (B)(6). There was a report signed by dr (B)(6) claiming to have performed the biopsy, but was not done by (B)(6), and from the day of that procedure to the day of the surgery to remove the clip from my breast, (B)(6) 2024, I experienced " nerve pain" in my left breast. In spite of denial of a metal clip in my left breast, a scan of that breast showed present metal clip only found in biozorb metal clip as described by (B)(6) of medical records as made by hologics! They denied any metal in my breast until I took proof to the head of the medical records and was able to assure them that the signature on my paperwork had been moved from another sign- in release from months before this procedure! I was asked to report this deception and said I would after this report was entered. I have not made an appointment with the states attorney general who is asking for other "cover-ups" abc has covered with (B)(6) over other cases! The tissue has been saved by my surgeon and I am joining a class action lawsuit with attorneys in (B)(6)! My name is (B)(6) and my date of birth is: (B)(6) 1939. When I made a complaint I was told it was "resolved" & found out the cfo had resigned from (B)(6)! Please help me get justice for the suffering I endured at the hands of these malpractice professionals! My phone # is (B)(6). I do not measure testing, will copy operating notes from dr (B)(6) at (B)(6) in (B)(6).